Manufacturer narrative:
Patient weight not available from the site. A medtronic representative, following up with the site, tested the system and checked all monitor power and communication connections. The medtronic representative was not able to recreate the issue. Although the issue could not be duplicated the medtronic representative opted to replace the monitor and cables proactively. Replacement devices shipped to site on (B)(4) 2015 for issue resolution. The medtronic representative replaced the monitor cables and tested the system. Upon inspection, the medtronic representative found some damage to the pin plate of the dvi to hd cable. When plugging in the new dvi to hd cable, the medtronic representative found that the image was 'duplicated' on the screen, it was reported to have looked like double vision. After adjusting the connector in the back of the monitor, the 'double vision' went away and the screen looked normal. Movement of this connection brought back the issue. The medtronic representative then replaced the monitor and tested the system. The medtronic representative performed a navigation system check-out, all areas passed. System was fully functional after the replacement of the monitor. Medtronic investigation of returned suspect monitor finds that the image remained normal during a 4 day burn-in test. Fully functional; no fault found. Medtronic investigation of returned power supply cable finds that when connected to ac, the power supply output measured in the normal range. Fully functional; no fault found. Medtronic investigation of returned suspect dvi to hd cable finds that the returned cable appears to be in good condition. When connected to a known good system the monitor displayed a normal image. Fully functional; no fault found.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess), the navigation system monitor went black. The medtronic representative reported the monitor turned black for approximately 30 seconds and then returned to normal. Once the image reappeared on the monitor, the surgeon was able to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.